Event description:
It was reported that the procedure was to treat the left main to the circumflex. A perforation occurred and a 3.5 x 12 mm otw graftmaster was being advanced to the lesion to seal the perforation; however, it could not cross the lesion. The device was removed. There was no other device used. It is unknown how the perforation sealed. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.